Manufacturer narrative:
A philips remote service engineer (rse) ran functional testing remotely to assist the customer. Results of functional testing indicate that the pic was pending updates and needed to be restarted. Based on the information available and the testing conducted, the cause of the reported problem was the pic needing to be updated. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified after customer was instructed by the rse to reboot the pic system to enable the pending updates. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the philips patient information center (pic) device, indicating that a unit was alarming, but not at the central station pic. The device had inoperative (inop) sound, but no audible red or yellow alarms. The device was in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.